Event description:
It was reported that during unpackaging of the 2.25x12mm xience prime stent delivery system (sds), the stent implant dislodged from the balloon. Reportedly, there was no resistance noted during removal of the protective sheath. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 2.25x12mm xience prime sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the electronic complaint database revealed no other incidents reported for stent dislodgement from this lot. Based on the reviewed information, no product deficiency was identified.